Manufacturer narrative:
The last basal delivery was on (B)(6) 2015 10:07pm. The data from the date of the complaint had been overwritten due to continued use of the device. The total daily dose added up correctly. ¿ez-prime¿ steps were performed correctly with no errors, alarms or warnings during the investigation. The pump reflected 24u after a 24hr basal duration test. The pump was paired with a test meter and a 10u test ¿ez-bg¿ correction bolus was correctly delivered via meter and recorded. The pump delivered within specifications. The original complaint could not be duplicated or confirmed. Unrelated to the original complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a hyperglycemic event. The patient reported alleged blood glucose (bg) of 487 mg/dl with symptom of tired feeling and self treated with a correction bolus. The reporter stated that the patient had entered the bg directly into the pump in the ezbg menu and then had forgotten to dial up the recommended bolus dose and therefore delivered a 0.00 unit bolus. Reportedly, the patient had confused the pump functionality with a previous pump from a different manufacturer and had requested assistance with pairing the meter remote. Customer support walked through the re-pairing process with the patient and it was determined that the devices were not unpaired. This complaint is being reported because an alleged hyperglycemic event had occurred related to use error of the pump.